Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, an unspecified channel of a first device was programmed to deliver an unspecified concentration of levophed, at a rate of 15 mcq/min, and the delivery was started. No further programming parameters were provided. At an unspecified time, the other channel of the device was programmed to deliver an unspecified concentration of the epinephrine, at a rate of 15 mcg, min, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the first device alarmed for proximal occlusion. At that time, it was reported the alarm could not be cleared. The device was removed from clinical use. The customer contact attempted to resume the therapy using a second pump; however, the second device alarmed for proximal occlusion. The customer contact stated that the tubing set and solution container were replaced and the therapy was resumed using the second pump. The customer contact indicated that during the approx 45 mins delay in resuming the therapy, the pt's blood pressure decreased to an unspecified level. The customer contact indicated that after the therapy was resumed, the pt's blood pressure returned to an unspecified baseline level. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospital personnel.